Manufacturer narrative:
An event regarding loosening involving simplex hv cement was reported. The event relates to product supplied by an OEM. (B)(4) is a distributor of this device, which is manufactured by aap. The manufacturer is responsible for regulatory decisions under MDR/mdv and submitting any required MDR/mdv reports. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via (B)(4) personnel however the investigation and results are processed by aap.

Event description:
Right knee revised due to loose femoral component. Little to no cement adhered to femoral component. Reason for the surgery was knee pain. The only (B)(4) product used was the simplex hv cement.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right knee revised due to loose femoral component. Little to no cement adhered to femoral component. Reason for the surgery was knee pain. The only stryker product used was the simplex hv cement.